Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high accutni result above the acute myocardial infraction (ami) cut off for three patients generated by the access 2 immunoassay analyzer. The results were not reported out of the laboratory. The samples were repeated on an alternate unit and lower results within the normal reference range were obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Correction: from date: 04/07/2011, patient/sample: 1/1, initial run result: 10.83 , >98.00 , >98.00, repeat run results: 0.00. To date: 04/11/2011, patient/sample result: 1/1, initial run result: 10.83 , >98.00 , >98.00, repeat run results: 0.00.

Event description:
The customer also reported discrepant thyroid-stimulating hormone (tsh) results for one patient. The discrepant tsh results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. There has been no report of patient data.

Manufacturer narrative:
Sample and centrifugation information was not provided. On (B)(4) 2011 system check was performed which passed within specifications. On (B)(4) 2011, accutni calibration was performed which passed within specifications. Per customer, the system was displaying wash valve/pump motion errors. A bci field service engineer (fse) found the buffer line crimped between the access and fluidics tray. Fse replaced the buffer clamp, the original clamp was missing. Fse performed verification testing which passed within specifications. Although hardware issues were addressed, a definitive root cause could not be determined for this event.

Manufacturer narrative:
(B)(4)